Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to mention the associated multi-function cable used at the time of the reported malfunction was not returned to zoll medical for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.